Event description:
A customer notified baxter corporate product surveillance (cps) of one il non-dehp sol set 10 dpm .22filter 102" y at 6 w/2pc ll in which a leak was observed. The leak was reported to be from around the blue vented cap during use with an undiluted chemotherapy drug etoposide. The leak occured after 36 hours of use. The drug was in a glass container and the vent cap was reported to have been in the open position. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Correction: a batch review was not performed since the lot number was unknown. A sample was not received for evaluation. Additional information: the sample was not available so the reported condition could not be confirmed and the root cause could not be determined. No conclusion can be drawn from the investigation. A labeling review was performed, finding the labeling does provide sufficient instructions for the proper usage of this device. If additional information or samples become available, a follow-up report will be submitted.